Manufacturer narrative:
Z-2185-2012. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 18jun2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
The customer reported, error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Correction: e.4.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.